Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that a patient lost to follow-up presented with their bi-v implantable pulse generator (ipg) past end of life (eol), no pacing and no telemetry. During the changeout procedure, the physician accidentally touched can with bovie, causing the patient to go into ventricular fibrillation and an external rescue shock was used to convert patient back to normal rhythm. The device was removed and a new device implanted without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5554-53, lead; implant: (B)(6) 2000. (B)(4).